Event description:
Pt had angled maxillofacial synthes angled plate placed on mandible in 1999. On 01/31/2000 pt reported to physician plate had broken. Pt went to surgery in 2000 to remove broken plate and place a replacement plate.